Event description:
It was reported the charger and programmer can no longer communicate with the ipg. X-rays were taken and revealed the ipg had flipped. On (B)(6) 2012, the pt was admitted to the hospital, and an infection was found at the ipg site. The infection is being treated with antibiotics. The pt is scheduled to undergo surgical intervention.

Manufacturer narrative:
Eval: method ¿ the device history and sterilization records were reviewed. Results ¿ the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion ¿ the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.